Manufacturer narrative:
The second resolute onyx des implanted during the index procedure was to treat the reported dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 resolute onyx des were implanted in the rca. During the index procedure, grade a dissection occurred and was treated with pci. Investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication patient recovered.